Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. Concomitant medical products: part # unknown / unknown liner/ lot # unknown. Part #unknown / unknown stem/ lot # unknown. Part #unknown / unknown cup/ lot # unknown . Reported event was able to be confirmed by review of x-rays. Radiograph identified right hip arthroplasty hip dislocation as noted. Suspected elevation of the right acetabular implant abduction angle. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01766.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date, subsequently, the patient is being considered for a revision on an unknown date due to unknown reasons. However, radiograph review indicated that the patient experienced dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Early 1990¿s. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised approximately 3 weeks ago due to reoccurring dislocations. Head, cup, and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.